Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, replace battery alarm, replace battery now alarm, power loss and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected and replace battery now. Customer's blood glucose was 120mg/dl at time of incident. Customer states that they did not receive low battery alert prior to the replace battery now alarm. Customer states that by replacing new battery the issue of replace battery now was resolved but during the troubleshoot they got power error detected and insulin pump battery died. Customer mentioned that internal power source was unable to charge and notification light did not stop immediately. Customer advised to monitor the pump and call back if the error recurs. Insulin pump will be return for analysis.